Manufacturer narrative:
Initial reporter facility name truncated due to character limit: (B)(6). A customer alleged false positive results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g11392 when compared to another test. None of the discrepant results were released and no harm was alleged. All of the samples generated CT¿s indicative of samples near the limit of detection (lod) of the test. Based on all of the information and data provided in the case, the test is functioning as intended. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) , alleged false positive results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g11392 when compared to another test. None of the discrepant results were released and no harm was alleged. All of the samples alleged as false positive generated CT¿s indicative of samples near the limit of detection (lod) of the test for on label sample types. The limit of detection studies determines the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive, these kinds of results near the lod can waiver between positive and negative. A review of the data provided showed the controls performed in line with internal release data. No major shifts or suppressions were identified during the analysis of the curves generated by the controls. There were negative samples in all runs where the false positive samples were alleged and there was no amplification in any of the negative controls. Based on all of the information and data provided in the case the test is functioning as intended.